Manufacturer narrative:
The investigation determined the leaking valve was due to the chemical composition of the sys-wash solution which stresses the valves. It is recommended to exchange the part every 6 months during technical preventive maintenance.

Event description:
The user stated there was a cracked valve on the water bottle and water had leaked into the instrument. No patients or operators were harmed. The field service representative verified the valve body was cracked and replaced it. He observed the analyzer during a prime cycle to verify there was no leakage.

Event description:
The user stated there was a cracked valve on the water bottle and water had leaked into the instrument. No patients or operators were harmed. The field service representative verified the valve body was cracked and replaced it. He observed the analyzer during a prime cycle to verify there was no leakage.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.